Event description:
The pt underwent an interventional procedure. The physician attempted arteriotomy closure with a prostar xl 10 fr. Device. The device was deployed and four needles missed the barrel. The attempted needle backdown was not successful, and the pt was taken to surgery for removal of the device. Surgery was successful and the pt recovered without further incident.